Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Doctor held pt's coumadin dose after receiving >7.5 inr results. Pt's therapeutic range: 2-3 inr.